Event description:
The customer reported an infusion went in too fast. The pump was programmed and the bag hung to infuse pitocin at 50 ml/hr, 200 ml had infused when the event was discovered 30 minutes later. After the event, the pump was checked by the biomed and the door was replaced for an unrelated reason. No other issues with the device was reported, the set was not saved. There was no permanent harm to the patient. The patient received too much pitocin after delivery and it caused cramping. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The device was received and an evaluation is pending. A follow up report will be submitted once the evaluation has been completed.